Event description:
On (B)(6)2023, it was reported by an arthrex employee via email that an ar-3641sp self-punching knotless 2.6 fibertak shaft bent when being hit with a mallet during insertion; the anchor could not be implanted. Another ar-3641sp self-punching knotless 2.6 fibertak was attempted to be used but the same thing happened; the shaft bent, and the anchor could not be implanted. The case was completed using products from another manufacturer. This was discovered during a procedure on (B)(6)2023.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon visual evaluation, it was noted that the distal end of the shaft of the driver was bent. The most likely cause of this condition is a use error per event description when the shaft was hit with a mallet.